Event description:
It was reported that the ventilator shut down. No pt harm reported. It is unk if the ventilator alarmed when the reported problem occurred. The dealer could not duplicate the reported problem during bench testing.

Manufacturer narrative:
Na